Event description:
Procedure type: roux-en-y. According to the reporter: the customer reports that the first load was fired and the staples were not formed and the tissue was torn apart. The stomach was partially cut and the staples were not formed. The surgeon had to reapply an additional reload higher up on the stomach and over-sew the damaged stomach. The surgery was extended 35 minutes. Patient is (B)(6), hypertensive, diabetic, sleep apnea, obese.

Manufacturer narrative:
(B)(4).